Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, reportedly, the humapen memoir was not showing the complete digits and it was also showing c. This humapen memoir is associated with (B)(4) / lot 0904c01. The operator of the device, training status and length of use of the suspect device and device model were not reported. The device was returned on (B)(6) 2010. Upon examination by the manufacturer, the humapen memoir appeared normal. Update (B)(6) 2010: upon review on (B)(6) 2010, it was determined that the country code for case (B)(6) was entered incorrectly; therefore, case (B)(6) will be deleted from the database. All information in the case has been captured in this case. Update (B)(6) 2010: additional information received (B)(6) 2010 via global product complaint system. Changed malfunction field to no, and amended narrative indicating the pen appeared normal. Update (B)(6) 2010: additional information received (B)(6) 2010 via global product complaint system. Changed malfunction field to yes, and malfunction type back to (B)(6).